Event description:
Plaintiff was employed in nursing homes who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges developing the following symptoms: hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress.